Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle freedom lite meter is 5 years. Since this device has been in distribution beyond its useful life as of the date of complaint, no further investigation activities are required. If the product is returned, a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. The customer experienced symptoms of dizziness, vomiting, and was taken to the hospital. The customer was diagnosed with hypoglycemia and administered "four IV for treatment, ginger oil, crackers" and prescribed metformin 500 mg. There was no report of death or permanent injury associated with this event.